Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation. No visual anomalies were detected in this visual inspection. The generator was connected to an external power source and the generator powered on successfully. During functional testing, the device exhibited unacceptable temperature readings. The interlock board was replaced and the generator was powered on and initialized successfully to display the software application. The temperatures during lesion were stable and within specification. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to abnormal functioning of the nt1100 interlock board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The generator did not reach temperature and switched off half way through the procedure. The procedure was cancelled with no consequences to the patient.